Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced the probe tubing, the nozzle seals of the probe and sipper, the 3 tubes for the 12-month maintenance kit, and both of the syringe seals. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 0.026 ng/ml. The repeated result was 6.04 ng/ml. The sample was repeated because the customer questioned the initial result.

Manufacturer narrative:
The provided calibration data showed that 1 level was out of range and the other level was within specification. Qc was not performed on the day of the event. The investigation found that foam was present on the sample surface, indicating a pre-analytical issue. The investigation determined the issue was consistent with pre-analytical handling issues. The investigation did not identify a product problem.